Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00620005622/ shell porous with cluster holes / lot # 61660755. Part # unknown / unknown head/ lot # unknown. Item# 00771100900/ femoral stem 12/14 neck taper plasma / lot # 61690517. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -00948, 0001822565 -2021 -00950, 0001822565 -2021 -00951.

Event description:
It was reported the patient was experiencing the following allegations post revision procedure: significant pain and discomfort; gait, impairment; poor balance; difficulty walking; component part loosening, impingement and/or detachment; metallosis; soft tissue damage; adverse local tissue reaction; dislocation; infection; and other injuries presently undiagnosed, which all require ongoing medical care. However, no further revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number is unknown.. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00229. 0002648920-2021-00231.

Event description:
No additional event information to report at this time.

Event description:
It was reported by patient's legal counsel that the patient alleges despite undergoing revision surgery the patient continues to experience pain and discomfort. No revision surgery has been scheduled to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-the following codes were reported, however, additional information received from patient's legal counsel. Therefore these codes no longer apply and need removed. Impact codes: 4696 clinical codes: 4350; 2544; 4559; 1930 device codes: 4002; 2923 d10 item # 00625006525/ bone screw/ lot #61735449.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.